Manufacturer narrative:
(B)(4). Product was not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen).

Event description:
Consumer reported complaint of high blood glucose test results. The customer's expected non-fasting blood glucose test result range is 140 to 156 mg/dl. The blood glucose testing is performed by the customer one to two times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 499 mg/dl and 499 mg/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Adverse event not reported.